Event description:
Patient experienced hypoglycemia and was found unresponsive. Patient did not receive medical treatment at the time of the event, and is subsequently unable to communicate.

Manufacturer narrative:
The puimp was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy.